Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, metal pieces detached from the jaws of the device. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Summary evaluation one used lf1537 ligasure device was received, and evaluation of the sample confirmed the report ed issue. Visual inspection found the metal flange on the device jaw was damaged. The metal flange that pulls the inner tube to open the jaw was damaged but still attached to the device jaw. The tube is made of stainless steel and should not break without exerting excessive force or abuse. The damage to the metal flange of the device is consistent with a device that has been subjected to reprocessing or multiple uses. The investigation identified the root cause of the damage metal flange to be user error. The IFU warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a jaw issue and a broken clamp. The metal pieces below the jaws were d islocated.